Event description:
It was reported that during a lap choley procedure the clips in the device were falling out of the jaws. The procedure was completed with another device. There was no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.